Event description:
Eight devices: ion 21g tbna needle failed to deploy during the bronchoscopy case. The needle used during robotic bronchoscopy would not deploy from the sheath. The second needle was opened and used. Ion 21g biopsy needle deployed thru the side of the sheath. Rep pulled products from the shelf for return to the manufacturer. Two separate lot numbers: l220015 (3 devices) and l220017 (5 devices).